Event description:
An olympus representative reported to olympus on behalf of the customer that the bronchovideoscope had no image during reprocessing. The intended procedure was a diagnostic bronchoscopy and was completed with another similar device. The patient was not under sedation at the time of the reported event. There was no delay or reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During evaluation when the scope was angulated the image disappeared. Additional evaluation findings were as follows: due to damage on channel tube, water tightness was lost, the channel tube was leaking, the image guide protector, the universal cord, the video cable all have a scratch, and due to damage on charge-coupled device (ccd) unit, the specified resolving power was not obtained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the biopsy channel leaked, fluid invaded the device during handling of the device by the user. The fluid invasion caused abnormality of electronic component, as a result no image during angulation. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscopic image: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.